Event description:
Resident was transfering to the wheelchair. Her leg got caught on the wheelchair. Resident stated "I got it caught. It felt like my leg was being ripped off." Left leg caught on metal bracket that accepts foot rest. Resident sent to ER. Skin tear approx 8 cm with approx 0.5 cm open through skin layers. Muscle tissue noted: moderate amount of blood. Steri-strips applied and on oral antibiotic.